Manufacturer narrative:
(B)(4).

Event description:
It was reported ", after the catheter was inserted into the patient, according to the description of the doctor, the catheter had blood return during the auxiliary treatment. The catheter was immediately removed, and there was blood in the catheter. After examination, it was found that the central lumen was broken, change new catheter". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Upon return, the teflon sheath was noted connected to the hemostasis cuff; the sheath was noted buckled. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped; a portion of the bladder appeared damaged/stretched. Bends to the iabc central lumen were noted at approximately 5.1cm and 22cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. Upon microscopic inspection, the distal end of the bladder was not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, an external leak site was noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the distal end of the bifurcate bushing. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the catheter had blood return" is confirmed. During the investigation, the distal end of the bladder was no longer attached to the iabc distal tip. A leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane during the functional testing. The damaged bladder could cause the helium loss alarm and could allow the blood to enter the helium pathway. Unrelated to the reported complaint, an external leak was noted from the bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder detached from the distal tip. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue for the bladder detached from the distal tip. A corrective and preventive action has been initiated to further investigate the issue of the bifurcate bushing adhesive leak.

Event description:
It was reported ", after the catheter was inserted into the patient, according to the description of the doctor, the catheter had blood return during the auxiliary treatment. The catheter was immediately removed, and there was blood in the catheter. After examination, it was found that the central lumen was broken, change new catheter". The patient's current condition is reported as "fine".